Event description:
Inbound. Daughter (B)(6) advised cadd legacy pump kept alarming no disposable, cassette was defective, changed cassette and it was fine, lot number not provided. No further details provided.